Event description:
Patient presented with mild mitral valve regurgitation. During a cardiac ablation procedure catheter tip got caught on cordae. Removal of the catheter caused a small tear resulting in increased mitral valve regurgitation. Upon removal of the catheter it was noted that the tip was badly twisted.